Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was off heparin due to an acute subdural hematoma (sdh) and was experiencing ongoing low flow alarms. Log files were submitted for review. The log captured intermittent low flow events between (B)(6) 2023 and (B)(6) 2023. The patient had further frequent low flow alarms. The patient was asymptomatic with mean arterial pressure (map) at goal. It was noted that they appeared potentially dry but lactate dehydrogenase (ldh) was doubled on (B)(6) 2023 from 200 to 400 and repeat labs will be sent. Follow-up log files were submitted for review. The log file recorded 186 low flow events during its history from (B)(6) 2023 at 11:37 to (B)(6) 2023 at 09:57. It was noted that the events did not appear to be mechanical circulatory support (mcs) equipment related and seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported subdural hematoma, elevated lactate dehydrogenase (ldh), and dehydration could not be conclusively established. The submitted log files captured multiple low flow events between 27sep2023 ¿ 23oct2023. No other notable events were captured, and the pump appeared to function as intended at the fixed speed throughout the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. Section 1 also provides an explanation of pump parameters, including pump flow. Section 4 provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.